Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 29mm 7300tfx valve in the mitral position was explanted after an implant duration of 8 years, 1 days due to calcification, and stenosis. The patient presented with heart failure and tenuous renal function. The explanted valve was replaced with a 29mm mitris resilia pericardial valve. Per product evaluation, there was heavy calcification observed on the 3 leaflets and minimal host tissue overgrowth.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: evaluation summary: customer report of leaflet calcification and stenosis were confirmed. As received, all three leaflets had cuts of approximately 5mm x 14mm on leaflet 1, 3mm x 14mm on leaflet 2, and 4mm x 14mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflets were not returned. X-ray demonstrated wireform intact and heavy calcification was observed on the remainder of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve. Wireform was exposed around leaflets 2 and 3.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 29mm 7300tfx valve in the mitral position was explanted after an implant duration of 8 years, 1 days due to calcification, and stenosis. The patient presented with heart failure and tenuous renal function. The explanted valve was replaced with a 29mm mitris resilia pericardial valve.